Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2005, the lay user/pt contacted lifescan alleging that his one touch ultra meter unit of measurement was set incorrectly. The pt was unable to provide any results obtained on the reported meter, since he had reset the unit of measurement prior to calling lfs. He had contacted his physician to inquire about his results and to request help with changing the meter settings. No further treatment was sought. The customer care advocate verified that the meter was previously set to the correct unit of measurement. This case is being reported due to the fact that meter is in the wrong unit of measure, while the pt does not recall going into the meter settings. The meter, test strips, and control solution were replaced.